Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient had an abrupt return of tremor and electrical shocks in their arm and leg. A device malfunction and lead breakage were reported. There was no patient death and the patient recovered without sequela.

Event description:
It was reported the patient had a sudden loss of stimulation and therapeutic effect upon waking up on (B)(6) 2014. The patient had less than 50 percent therapy relief at the right side implant. X-rays and impedance testing was done. The patient¿s lead was explanted and replaced. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2014-21808.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0dfz1, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va01hh5, implanted: (B)(6) 2013, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead stopped working.

Manufacturer narrative:
Analysis of the lead (s/n va0dfz1) found the conductor of the lead body was broken within 10 cm of connector area. All conductors were broken 3.3 cm from the proximal end.